Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) coil impedance and caused inappropriate therapy. The svc coil was turned off and the rv coil then indicated high impedance. The device system was changed out to a subcutaneous system. No further patient complications have been reported as a result of this event.